Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 39 mg/dl. Customer had treated their blood glucose with blood glucose tablets. It was also found the customer had lost sensor and weak signal alerts on their insulin pump. The customer was also unable to confirm if their sensor was bent during troubleshooting. Customer was advised to monitor their insulin pump and sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.